Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that unexpected receiver shutdown occurred. It was reported that the patient's receiver screen went blank off and on, and kept shutting off. Her blood glucose had been very high (no specific values provided), and her insulin pump was also failing. It was stated that the patient was likely in diabetic ketoacidosis (dka) and she was instructed to go to the emergency room (ER). No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.